Manufacturer narrative:
Pr (B)(4) follow up MDR for correction. Following the submission of the initial MDR, it was determined that pr# (B)(4)is duplicate of pr# (B)(4). Pr# (B)(4) will be cancelled. This MDR will be voided. After further evaluation of the complaint, it has been determined that the previously submitted report 9616066-2026-00594 was sent in error. This event was previously reported via MFR#9616066-2026-00557.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had connection issues. The following information was provided by the initial reporter: the infusion sets (straight type) in this batch cannot be tightened.